Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿catheter is stretched during insertion¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] It also states : when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable. Secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. Do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. This device is compatible only with monitors requiring ysi 400-series type temperature probes. <MRI safety> 1) based on non-clinical studies, MRI safety for the device is confirmed under the following conditions: static magnetic field of 3-tesla or less with regard to magnetic field interactions. Spatial gradient magnetic field of 720-gauss/cm or less with regard to magnetic field interactions. Maximum mr system reported whole-body-averaged specific absorption rate (sar) of 3.5-w/kg at 1.5- or 3-w/kg at 3-tesla for 15 minutes of scanning. 2) the position of the wire of the foley catheter with temperature sensor has an effect on the amount of heating that may develop during an MRI procedure. Accordingly, the foley catheter with temperature sensor must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) to prevent possible excessive heating associated with an MRI procedure. 3) importantly, the MRI procedure should be performed using an mr system operating at a static magnetic field strength of 1.5-tesla or 3-tesla only. The safe use of an mr system operating at lower or higher field strength for a patient with a foley catheter with temperature sensor has not been determined. 4) if the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure. 5) remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.). 6) keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation including air between the conductive material and the patient." Correction: g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature sensor in the foley catheter shrunk and the catheter was not used due to concern about patient impact. Per follow up information received via ibc on 14nov2022, stated that shrunk refers to twist in the temperature sensor.

Event description:
It was reported that the temperature sensor in the foley catheter shrunk and the catheter was not used due to concerns about patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.